Event description:
It was reported that pump displayed malfunction code. There was no adverse impact to the customer¿s blood glucose level. Customer performed pump reset with guidance from technical support and insulin delivery was resumed successfully.